Event description:
The customer reported a cartridge change error with the pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer, with the help of technical support, inspected and cleaned the pump and ensured the cartridge was properly attached. After initial difficulties, they successfully loaded a new cartridge with assistance and resumed insulin delivery.